Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using hickman cv catheter, triple-lumen, 12.5f. Post the procedure on (B)(6) 2025, it was reported that the white lumen of the catheter was observed to be bulged/ballooned. Furthermore, on the same day, the catheter was removed. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one white luer extension leg was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Hydrostatic pressure was applied by clamping the distal end of the extension leg. Upon infusion, the clamping sleeve was noted to balloon and appeared to stretch throughout. A longitudinal split was made throughout the clamping sleeve where the ballooning was observed for further investigation. Upon split created, small amounts of water were observed exiting the split area. A pinhole was noted in the center portion of the inner lumen. The investigation is confirmed for the reported material protrusion or extrusion, stretched issues and identified material puncture or hole issue as pinhole was noted in the center portion of the inner lumen. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result) section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a triple lumen hickman catheter used. It was reported that the white lumen of the catheter was observed to be bulged/ballooned. There was no reported patient injury.